Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). While investigating the reported issue, a medtronic representative confirmed that the interface cable had two broken wires causing the imaging system to boot up into stand alone mode. The medtronic representative replaced the interface cable and performed a mechanical and functional test of the imaging system. The test revealed that replacing the interface cable resolved the issue. After part replacement a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The interface cable was returned to medtronic for analysis. On-site investigation was completed on the returned interface cable. Functional and continuity testing was performed both tests failed. The medtronic investigation, confirmed that the cable had two broken wires on the lemo end of the cable. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine procedure, the site's imaging system would not boot beyond the stand alone mode. A reboot of the system did not resolve the issue. A third reboot was requested; the system progressed to 2d mode. However, the imaging system had already been removed from the room; the surgeon had opted to discontinue use of the imaging system and navigation. The screw placement was verified using a c-arm, an alternate system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.